Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was intended to be used for treatment. The reported event was unable to be confirmed and it cannot be confirmed that the device net specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during stent-assisted coiling procedure for an aneurysm located at the right middle cerebral artery (mca), at main branching (trifurcation) with the subject stent, there was stent thrombosis due to platelet aggregation to the ostium of the stented branch. Resolved after injection of abciximab medication. According to the physician, the adverse event of stent thrombosis was assessed as serious adverse event and related to the subject stent and the index procedure. The adverse event was resolved without sequelae.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during stent-assisted coiling procedure for an aneurysm located at the right middle cerebral artery (mca), at main branching (trifurcation) with the subject stent, there was stent thrombosis due to platelet aggregation to the ostium of the stented branch. Resolved after injection of abciximab medication. According to the physician, the adverse event of stent thrombosis was assessed as serious adverse event and related to the subject stent and the index procedure. The adverse event was resolved without sequelae.